Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. Date of event is an estimated date.

Event description:
According to the available information the anchor broke from the mesh. No adverse patient events were reported.